Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in shock impedance measurements from the 50-60 ohm range, to high out-of-range shock impedance measurements greater than 200 ohms. The patient was seen in clinic for troubleshooting. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that successful defibrillation threshold (dft) testing was performed. This right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in shock impedance measurements from the 50-60 ohm range, to high out-of-range shock impedance measurements greater than 200 ohms. The patient was seen in clinic for troubleshooting. This rv lead remains in service. No adverse patient effects were reported.